Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient information was not showing on the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not showing on the station. The technical support specialist dialed into the server, logged into the station, and checked the patient visits and orders. The tss found that one patient was visible while the others were not. The tss opened structured query language server management studio and ran a query but was unable to retrieve any information. The tss then verified with the customer that the patient information had been updated from active directory and was still present. The tss added the patient again from active directory to push the request to the server and confirmed with the customer that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.